Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request and that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer attempted to self-treat via correction bolus via pump however, customer fell, hit their head and paramedics were called where the customer was transported to the emergency room. The customer was subsequently hospitalized with ketones that were identified as dangerous by a healthcare provider and treated with intravenously fluids of saline and insulin to address the elevated bg. Customer was on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.